Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 3.5 x 15 rx multi-link 8 (ml8) stent delivery system (sds) was advanced without resistance to a heavily calcified, de novo lesion in the heavily tortuous distal left anterior descending (lad) artery. Upon inflating the ml8 sds, the balloon was unable to inflate properly and the stent was unable to be deployed. After removal from the anatomy, without resistance felt, it was noted that on the ml8 stent that only the tapered ends of the balloon expanded with the balloon having a dog bone shape. A 3.5 x 18 non-abbott stent delivery system was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.